Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Adverse event problem imdrf patient code e0402 captures the reportable event of allergic reaction.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2023-01783 and MFR. Report #). It was reported to boston scientific corporation that a contour ureteral stent was successfully implanted during a bilateral ureteroscopy with laser lithotripsy procedure in the bilateral ureters performed on (B)(6) 2022. Post procedure, the patient experienced a severe allergic reaction. Tests performed included a basic metabolic panel (bmp), complete blood count (cbc), urinalysis, urine culture and computed tomography of the abdomen/pelvis. On (B)(6) 2022, the stents were ultimately removed, and no new stents were implanted. The patient symptoms resolved.